Event description:
It was reported that a small volume folfusor stopped flowing approximately 24 hours into patient infusion of fluorouracil (non-baxter product). The device was filled with 96 ml of the drug by a nurse and was expected to deliver its contents in 48 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation with approximately 80 ml of solution in its bladder. Visual inspection confirmed the reported problem; no flow was observed at the luer. Forced priming, or negative pressure application, was attempted to revive flow but again flow was not observed. Microscopic examination of the flow restrictor housing found evidence of drug residue blocking the fluid path at the distal end of the glass capillary. Initial evaluation confirmed the reported condition. A batch review will be performed. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between august 26, 2013 ¿ august 27, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The condition of no flow was determined to be due to drug precipitation blocking the flow path. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.